Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony toric intraocular lens (iol), zxt model, was explanted from the patient's operative eye on (B)(6) 2017, due to unacceptable visual acuity. Reportedly, the replacement lens will be a zct model, unknown diopter power. The patient had a visual acuity of 20/30 and j12, including high angle kappa -0.25 x 0.50 x 30. The patient also experienced distortion and blurred vision. Reportedly, the optical coherence tomography (oct), cornea, and ocular surface is fine. The doctor believes there was a decentration to the patient's visual axis. No additional information was provided.

Manufacturer narrative:
Correction: in review, it was found that this event is a duplicate of another event previously reported. Emdr's were submitted for both under MFR report number 9614546-2018-00023. All future reporting will be completed under MFR report number 9614546-2018-00023 from this point forward. No further information will be provided under this MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.